Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio replaced the main keypad assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The main keypad assembly was further evaluated in the failure analysis center. The cause of the reported issue was determined to be a damaged/shorted energy up key. The shorted key caused the defibrillation functionality of the keypad to be inoperative.

Event description:
The customer reported that their device would not charge and deliver defibrillation energy to a patient during a patient incident. The customer indicated that they responded to a cardiac arrest call with the patient and placed the device into AED mode. Once in AED mode, the device would not respond to the charge key when pressed. The customer was able to retrieve a backup AED device and continued patient care. There has been no additional information on the patient event provided. It is unknown if the patient suffered any adverse outcome during the reported event.